Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Unique device identifier (UDI) is unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that the bulkhead connector on the navigation system was replaced. The system then passed the system checkout and was found to be fully functional. The bulkhead connector has not been returned to the manufacturer for evaluation. Device manufacture date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the navigation system could not communicate with electronic picture archiving and communication systems (pacs). When pinged, the navigation system displayed "network unreachable". It was noted that the bulkhead connector on the navigation system was damaged. There was no patient present when this issue was identified. No additional information was provided.